Event description:
This complaint is from a literature source. The following literature cite has been reviewed: loganathan b, sharma v, kumar mr, soundarapandian s, marothi dps, sharma k. Acetabulum reconstruction with tantalum cup and augments in dysplastic hip type 4 using 3d printing technology. J orthop case rep. 2020 oct;10(7):18-21. Doi: 10.13107/jocr.2020.v10.i07.1900. Pmid: (B)(6). Objective/methods/study data: acetabular reconstruction in a patient with neglected ddh during complex primary total hip replacement is a challenging procedure to do. The study is reporting assessment of acetabular defect in one such patient with pre-operative 3d printing, followed by reconstruction with trabecular metal shell and augments. This study confirmed the role of 3d printing pelvis model in meticulous pre-operative planning in patients with complex hip deformities. Reconstruction of acetabular defects with tantalum cup, and augments is a reasonable solution to achieve better function. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip acetabular cup and unknown hip acetabular stem corail other devices that were used on the patient at the time of the event: unknown hip acetabular liner and unknown hip femoral head adverse event(s) and provided interventions possibly associated with unknown hip femoral stem corail (qty1): the patient sustained an intraoperative fracture during implantation of the corail stem requiring revision adverse event(s) and provided interventions possibly associated with unknown hip acetabular cup (qty1): the acetabular cup from the same patient migrated secondary to poor bone quality caused from the original primary surgery requiring removal of the implant and later revised.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: loganathan b, sharma v, kumar mr, soundarapandian s, marothi dps, sharma k. Acetabulum reconstruction with tantalum cup and augments in dysplastic hip type 4 using 3d printing technology. J orthop case rep. 2020 oct;10(7):18-21. Doi: 10.13107/jocr.2020.v10.i07.1900. Pmid: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.